Manufacturer narrative:
H.6. Investigation: no samples (including photos) were returned therefore the complaint could not be confirmed and the root cause is undetermined. No DHR review can be carried out as lot number is unknown. See h.10.

Event description:
It was reported that an unspecified bd pen needle was difficult to operate during use. The following was reported by the initial reporter: "it was reported that the push button would not depress and the consumer experienced an accidental needle stick. Verbatim: us com received this letter on 1/7/21bd awareness date: 1/7/21per verbatim in attached letter:a patient who was receiving therapy with victoza reported that the push button would not depress. While trouble shooting the patient experienced an accidental needle stick. Notably, the patient was using the bd short pen needles.letter dates 12/11/20file # (B)(4) no consumer contact information provided."

Manufacturer narrative:
"Unknown manufacturer: (B)(4). Date of event: unknown. The date received by manufacturer has been used for this field. Medical device expiration date: unknown. The customer's address is unknown. (B)(6) USA has been used as a default. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed. Device manufacture date: unknown. (B)(4)."

Event description:
It was reported that an unspecified bd pen needle was difficult to operate during use. The following was reported by the initial reporter: "it was reported that the push button would not depress and the consumer experienced an accidental needle stick. Verbatim: us com received this letter on 1/7/21bd awareness date: 1/7/21per verbatim in letter:a patient who was receiving therapy with victoza reported that the push button would not depress. While trouble shooting the patient experienced an accidental needle stick. Notably, the patient was using the bd short pen needles. Letter dates 12/11/2020. File # cc(B)(4). No consumer contact information provided."